Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found a cracked dso seal. A review of the event history log found several occurrences of "medium alarm: cannot start pump, no cassette." Also several occurrences of "high alarm: cassette locked but not latched." During the functional testing, the dso sensor was found to be defective. The most probable cause of the issue is a defective dso sensor. The dso sensor, bezel and seal were replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device would not recognize the clip when they put in the epidural. There was no patient involvement.